Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon deformed. Block h11: investigation results: the returned extractor pro xl retrieval balloon was analyzed, and a visual and microscopic inspection noted no damages to the device. Functional testing was performed, and the balloon was able to be inflated, held pressure, and formed a normal shape without any evidence of a possible leak. Dimensional inspection was performed, and the balloon concentricity was measured and confirmed that it is within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon irregular shape was unable to be confirmed. The returned device was inspected, and functional testing found the balloon was able to inflate and deflate without any problem. Also, the balloon has a form and concentricity according to the specification. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. It was reported that the size of the balloon and the shape was not normal. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon deformed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. It was reported that the size of the balloon and the shape was not normal. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.